Event description:
A customer reported no glucose alarm alert while wearing the adc freestyle libre 2 sensor using librelink. On (B)(6) 2021, as a result, the customer had a loss of consciousness and was provided an intramuscular injection of glucagon by a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection was performed on the sensor plug assembly and no failure modes were observed. The sensor was activated with a known good reader and performed a linearity test. After several minutes, observed the 'signal loss' alarm. An extended investigation has also been performed for the returned sensor and no abnormalities were observed. The sensor was de-cased. A visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. The returned battery was replaced with a known-good battery; reprogrammed the sensor and activated it with a known good reader and tested for low and high glucose alarms. Observed both low and high alarms to function normally. Reprogrammed and enabled the sensor using the librelink software. The high and low glucose alarms were seen to function properly with librelink. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported no glucose alarm alert while wearing the adc freestyle libre 2 sensor using librelink. On (B)(6) 2021, as a result, the customer had a loss of consciousness and was provided an intramuscular injection of glucagon by a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury.